Event description:
It was reported the patient expired and the funeral home needed to explant the pump. The cause of death was not provided. Additional information has been requested, but was not available on the date of this report.